Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are no units in stock. Thread on sample received is broken inside the cassette. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: austria. It was reported that the thread broke and fell into the cassette.